Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to remove could not be tested due to the device condition. The reported material separation was confirmed as a polymer break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the ht command es was removed against resistance from the guide catheter. It should be noted that the hi-torque guide wires instructions for use (IFU) states: do not push, auger, withdraw, or torque a guide wire that meets excessive resistance. In this case, it was noted that the guide wire encountered resistance with the guide catheter during removal, therefore, the force applied during removal seems to be a reasonable clinical response to the difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9 - device available for evaluation updated from no to yes. H6: type of investigation code 4115 removed, code 10 added.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the guide wire was removed against resistance from the guide catheter. It should be noted that the hi-torque guide wires instructions for use states: do not push, auger, withdraw, or torque a guide wire that meets excessive resistance. In this case, it was noted that the guide wire encountered resistance with the guide catheter during removal, therefore, the force applied during removal seems to be a reasonable clinical response to the difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
B3, b6, d10: estimated dates h6: medical device problem code 2017 - against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the ht command guide wire became stuck in a non-abbott support catheter. The guide wire had to be pulled back with force, and part of the wire broke off inside the catheter. The catheter was removed and the broken piece of the wire was found inside the catheter. There was no reported adverse patient effects. No additional information was provided.